Event description:
September 2: received a faxed lf qp report, "when drip mode-b side was enabled, the a side with contrast loaded also moved. Field service engineer found that moving the b ram, using the keyboard, also moved the a ram. No error messages. On 9/3: customer reports error 22-syringe pressure is less than expected alarm. Customer has never experienced the ram's moving at the same time during any injection protocols. The injector just shuts down after 4ml's has been injected on the saline side. No reported injuries.

Manufacturer narrative:
Manufacturing investigation pending. Upon receipt of investigation summary, a medwatch supplemental report will be submitted.